Event description:
Device was inserted without issue on (B)(6) 2016. More than four months after insertion, patient complained of abdominal pain, nausea, and vomiting. Md diagnosed issue as gastric outlet obstruction. Md confirmed no evidence of acute pancreatitis. Device was removed on (B)(6) 2017 without issue. No further sequelae were reported.